Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the glucose monitor. Low bg cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.